Event description:
Further investigation by medtronic ave reveals that a talent cuff was implanted in 2002. It was reported that the procedure went well and that there was no endoleak at the end or the procedure. The pt was discharged one day post-procedure. Film interpretation of the pre-discharge computerized tomography (CT) scan by an independent contracted physician has been completed. The physician confirms the presence of an in-folding of the proximal stent graft and evidence of a type I endoleak with filling of the aneurysm sac. The infrarenal neck at the renal arteries measured 25 mm in diameter. The physician states that the stent graft was appropriately sized for the pt based on the info available. Without the preoperative CT scan, it is unk whether such factors as calcium or thrombus in the neck may have played a significant role in the in-folding.

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was reported to be 24 mm. Aneurysm diameter was reported to be 5 cm. The right iliac artery was reported to be moderately tortuous, and the left iliac artery was reported to be mildly tortuous. The patient has a history of severe chronic obstructive pulmonary disease and multiple episodes of congestive heart failure and is considered to be a poor candidate for open surgical repair. A follow-up computerized tomography scan demonstrated a type I endoleak at the proximal end of the bifurcated stent graft. It was reported that there was a posterior infolding of the proximal end of the stent graft with suboptimal coaptation to the aortic wall. The bifurcated stent graft is implanted just below the renal arteries; therefore, an aneurx aortic extender cuff could not be implanted without impairing flow into the renal arteries. The stent graft tilts inferiorly at the posterior wall; therefore, the physician did not feel that a palmaz stent would successfully exclude the aneurysm. A talent cuff has been requested, and implantation of the cuff is scheduled 2002. Computerized tomography films have been received by medtronic ave. Evaluation of the films by an independent contracted physician is pending.